Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a that clinicians occasionally entered the dose into the 'rate' field. There was patient involvement but outcome is unknown. Customer is requesting a product enhancement to help eliminate this issue. This was generalized feedback with no specific events noted. There was patient involvement however no patient harm.